Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tumor department revealed that during puncture with mst, after the guide wire was introduced after successful puncture, the introducer needle was unable to be removed since the distal end of the guide wire was not smooth, with protrusion. It still failed despite multiple attempts. Another kit of mst was opened for re-puncture. It was found during an investigation (B)(6) 2023 that the tip of the guidewire appears to have a burr.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire tip is confirmed; however, the exact cause is unknown. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed the tip of a guidewire which appears to have a burr. What appears to be use residue was observed near the sample. No further details of the damage could be discerned in the returned photograph. While the exact cause of the damaged guidewire tip could not be determined from the returned photograph, possible causes include damage during manufacturing, packaging, handling, or use; however, the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that the tumor department revealed that during puncture with mst, after the guide wire was introduced after successful puncture, the introducer needle was unable to be removed since the distal end of the guide wire was not smooth, with protrusion. It still failed despite multiple attempts. Another kit of mst was opened for re-puncture. It was found during an investigation 10/05/2023 that the tip of the guidewire appears to have a burr.